Event description:
It was reported, surgeon uses anterior lateral approach for exeter stem. Has used exeter stems for a long time, the following situation happens every time. When the broach is in situ and the surgeon is using a 28mm trial head to "trial", every time the surgeon dislocates the hip to remove the trial head, the trial head comes off.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.